Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va00846, implanted: (B)(6) 2012, product type lead product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the impedances of the left ins (the device in question) were reviewed on the morning of report and they showed: c/0 -610, c/1 -610, c/2 -748, c/3 -809, 0/1 -35, 0/2 -755, 0/3 -929, 1/2 -763, 1/3 -929, and 2/3-858ohms. Therapy impedance was 61 ohms and the patient was programmed on 0/1. It was further reported the following day that impedance measurements were taken in pre-op and the impedances on 0<(>&<)>1 were 35 ohms and 0 <(>&<)>3 were 38 ohms. When they were in intra-op, the impedances were in the 1200-1400 ohms range when it was tested with alligator clips directly to the lead. It was tested by connecting to the extension and the results were between 1500-3000 ohms. Different tests showed that the values were changing with repeated measurements of the same electrode pairs. No symptoms were reported. Further follow-up was being conducted to determine what actions/interventions were taken to resolve the low impedances and what the cause was of the low impedances. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the company representative reported they could not detect any break in the lead or extension. They replaced the battery and extension and got a good response with no impedances. The extension was disposed of however they did believe they had a battery to return.